Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "left implant failed to hold saline injected into port in the weeks and months following operation. The implant was not replaced and caused uneven expansion of skin of the left breast." The device has been explanted.